Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas displayed alerts indicating a software runtime error and an external flash write error, and the device¿s serial number was not visible in the about menu during initial training before therapy use. Symptoms included no adverse clinical effects. Outcomes included provision of a replacement device. Investigation included review of device history and complaint details and retrieval of the original device for evaluation. Investigation of this case revealed hardware and software malfunctions consistent with external flash write failure and runtime error. It was concluded that the device experienced a hardware failure and was replaced.